Event description:
Coiling treatment of an aneurysm. During coil repositioning, it was reported the coil prematurely detached inside the catheter with partial of the coil inside the aneurysm. No pt injury reported.

Manufacturer narrative:
The device was returned for eval and the implant coil was found detached. The pusher assembly was found broken; when it broke, this likely led to the coil becoming detached.